Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values eight days after the sensor was inserted. The patient stated that he felt shaky while at his office, and his officemate drove him to the emergency room due to high blood sugar. His bg was 760 mg/dl, but the cgm showed 51 mg/dl. He was treated with 3 bags of saline, an initial 20 units of humalog insulin, 10 more units of humalog insulin an hour later, and a humalog insulin drip at 7units/hour for 4 hours. He went back home the same day as he was doing fine after treatment. He rested and slept after returning home. At the time of the report the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.